Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. Upon investigation, the monitor had a defective driven ground and was unable to perform a baseline ECG. The cause for the failure was isolated to a damaged c655 capacitor, which was causing loss of the -5v belt voltage line. The root cause for the damaged c655 component could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the belt failed incoming functionality testing. The belt was extremely physically damaged. The cable connecting ECG a, ECG b, and the front therapy electrode, the cable connecting the distribution node to the rear therapy electrodes, the cable connecting ECG c and ECG d, and the trunk cable were all pulled from strain relief, daming the cable connectors j702, j703, and j704 on the distribution node pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving excessive "adjust belt" messages and that their electrode belt had a damaged cable.